Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Performed functional check. Found device displayed an error code. The root cause of the reported issue was found to be corrupted software. Actions were taken to mitigate the reported issue: reloaded the software.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Performed functional check. Found device displayed an error code. The root cause of the reported issue was found to be corrupted software. Actions were taken to mitigate the reported issue: reloaded the software.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited lec- 46822-66128 and 42221-0004. It was reported that the tubing connection was broken, and the nurses suspected that the spike used to draw the meds from the bag was cracked which led to the leaking. No patient injury reported.